Event description:
Customer reported to beckman coulter, inc. (Bec) that they noticed some fluid underneath the reagent probe of the synchron lx 20 clinical chemistry system customer reported that they flushed the probe which temporarily resolved the problem. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
This report is one of two reports related to two reportable events that occurred on two different days. This reported is related to MDR# 2050012-2012-00005. (B)(4).